Manufacturer narrative:
Correction: correct initial reporter name provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: see d4 and h4. Device serial number, UDI, and manufacture date provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the tubing set for the ablation system was obstructed. It was noted that the issue occurred during a product demo. There was no patient present when this issue was identified. No additional information was provided.